Event description:
Kwik-kold pack burst upon activation and contents got in customer's face.

Manufacturer narrative:
Information has been forwarded to the manufacurturing facility. Results of investigation pending. A follow-up medwatch report will be filed.